Event description:
The event is reported as: the customer alleges that the light on the device operates intermittently. The issue detected post cleaning of the device. No report of a patient injury.

Manufacturer narrative:
The results of the investigation are incomplete at the time of this report.